Event description:
It was reported that patients leads were migrated. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed by facility.

Manufacturer narrative:
Exact date unknown, event occurred last week from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).